Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. A data investigation was completed and could not confirm a low transmitter battery. A finding for connection loss over 3 hours was confirmed. The root cause could not be determined. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. The reported event of low transmitter battery was not confirmed. A root cause could not be determined.